Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had experienced a loss or change of therapy. The patient was implanted last week (B)(6) 2015 . The patient had slight swelling at ins (implantable neurostimulator ) site and yesterday (B)(6) 2015 she had problems with bowel function. The patient did not feel stimulation. The therapy was not on. Therapy turned on; situation not resolved. The patient was to increase stim as she felt she needed to and consulted with her doctor about changing the programs. Event date: event 1 - the patient reported slight swelling at ins site since implant (B)(6) 2015. Event 2 - patient stated yesterday, (B)(6) 2015 they had trouble with bowel function. Indications for use noted as: gastrointestinal/pelvic floor . No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that therapy had been alright for a while and then the patient had big bowel movements and loose bowel while walking. The patient wanted to try keeping a diary and increasing stimulation before following up with her healthcare provider (hcp). This had begun in (B)(6) 2016. It was noted that the patient was at 2.0 volts and was considering increasing to 2.1 volts during the call.